Event description:
It was reported that the patient experienced a large hallow in their arm following use of the pod, which they were self-conscious about. The patient stated the hollow was muscle atrophy and that they had consulted their endocrinologist about this on an unspecified date in (B)(6) 2025 or (B)(6) 2025, who confirmed the reaction was atrophy, but did not provide further instructions or treatment. The patient had been using novorapid insulin and thought possibly her body was rejecting this insulin. The patient thought that the muscle atrophy was permanent damage.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported muscle atrophy. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.6. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.